Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, biomechanical overload, bruxism, immediate implantation, pain (2019_1649, 2019_1650 and 2019_1651 are same patient).